Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a connection issue; further described as ¿supply line unable to connect to bag and the supply line looks like it is defective¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient to end the therapy session. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the blue and white supply lines. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.